Manufacturer narrative:
Eval summary: the reamer has an approximate field age of two years and three months. This type of failure may occur if the threaded peg of the reamer is not completely and securely screwed into the driver. This situation may allow the reaming torque and any bending forces to be applied to the threaded peg instead of being transmitted by the reamer body's facets to the tabs of the driver. However an exact cause cannot be determined with certainty. Eval: review of the device history record for the reamer did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The hardness of the reamer at the attachment location was checked and is within spec. It was also dimensionally inspected and found to be conforming.

Event description:
It is reported that the screw that fixes the spoke reamer onto the glenoid drive broke.